Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend or family member of a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that they were trying to adjust settings with the patient programmer (pp). They were trying to change the intensity and could move it down but not up. It was indicated that they had not done it for a while and that the patient had been on the same setting. The patient moved to program 4 at 0.8 v on the friday before report and thought that the relief from symptoms was better, but had a setback. The friend or family member was assisted with the process of increasing stimulation and was able to successfully increase. The friend or family member stated that they were not sure if it was helping but had increased stimulation to see if it helped symptoms. No further complications were reported or were expected.